Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini vision stent is consistent with handling. The proximal end of the stent was caught on a snare device. The proximal end of the stent was mangled due to the snare device. There were two bent struts in the first row of distal struts. The middle and distal stent outer diameters were measured and met manufacturing criteria. The proximal measurements could not be taken due to the snare device. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily tortuous and calcified lesion contributed to the reported failure to advance. Additionally an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement. Additional non-surgical treatment was used to retrieve the stent from the patient anatomy by a snare device, contributing to the noted damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: required intervention. It was reported that the lesion was in the proximal to mid right coronary artery (rca) and was heavily calcified and tortuous with 90% stenosis. It is unk if the lesion was predilated. The mini vision rx was delivered toward the lesion, however, the stent implant had dislodged. As the stent implant was still on the guide wire, it was removed from the patient with a snare device. The snare was delivered over the guide wire and the snare caught the dislodged stent and it was pulled out of the patient. The mini vision rx was changed to the smaller size (2.25) and it was able to be implanted at the lesion without a problem. The physician commented that the stent implant might have dislodged because of the calcification. No patient effects were reported. No additional information was provided.